Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from 182-236 mg/dl. A correction bolus and insulin injections were used to address the bg level. After the alarms, the customer would changed the supplies. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.